Event description:
Event was reported to caldera medical by an attorney. The pt has suffered vaginal and pelvic pain, infections, discharge, urinary problems, recurrence of prolapsed, inflammation, recurrence of incontinence, general abdominal pain, and leakage. No further info has been provided.